Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The customer changed the supplies on the pump after the alarms. The customer reported that the healthcare provider suggested to changed the type of infusion set.